Event description:
The physician was attempting to use the device in a transarterial right carotid artery balloon angioplasty and stenting for symptomatic stenosis. The vessel anatomy was extremely tortuous with 70% lesion stenosis. Device was prepped and deployed in the manner indicated. While inside the carotid artery, the tip broke off of the wire. It wasn't causing a stenosis, and the physician felt he could not get it out safely, so he left it in. Per the physician, the distal wire of filter basket broke off and is lodged in the cavernous segment of the right internal carotid artery. Post procedure angio shows a small fragment of spider tip wire lodged in a small vessel.

Manufacturer narrative:
Cine images review: a disc of cine images was received and reviewed. It can be seen that the targeted vessel anatomy was tight and extremely tortuous. Several cines of the deployed spiderfx were reviewed. In the cines the proximal marker of the spiderfx filter, the spiderfx filter mouth hoop and the distal marker of the spiderfx filter is visible. The radiopaque coil of the floppy distal tip is missing. In some of the cines a small segment of the floppy distal tip wire is visible and exhibits a kink fracture separation. A series of cines from before and after the procedure were reviewed. In the after-procedure images the coil of the spiderfx floppy distal tip is visible. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: a3: sex, a2: date of birth. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.